Event description:
Information indicated the right siderail will not latch.

Manufacturer narrative:
The hill-rom tech found the siderail latching and end tube was stripped. He replaced the tube, ratchet rivets and grip to resolve the issue.